Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-n244 test kit (reference 413393). The customer reported that they observed a false susceptible result for sxt against e. Coli. The false susceptible result was compared between vitek® 2 ast test kit and diffusion discs. No patient results were impacted by this event. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of discrepant results associated with vitek® 2 ast-n244 test kit, lot # 6440132403. The customer reported observing a false susceptible result for trimethoprim/sulfamethoxazole (sxt) against multiple strains of escherichia coli (pr (B)(4)) and klebsiella pneumoniae, ssp pneumoniae (pr(B)(4)) with the vitek® 2 ast-n244 test kit when compared with the diffusion discs. Investigational testing was performed using 10 strains of escherichia coli and klebsiella pneumoniae, ssp pneumoniae, submitted by the customer. The reference method (bmd) gave: bmd sxt mic = 1/19 mg/l, susceptible (s) for s1,s3 and s9. Bmd sxt mic = 2/38 mg/l, s for s4 and s7. Bmd sxt mic = 0.5/9.5 mg/l, s for s5. Bmd sxt mic > 32/608 mg/l, resistant (r) for s6. Bmd sxt mic = 8/152 mg/l, r for s10. Note 1 : reading too difficult for s2 and s8 - non determinable. Note 2 : sxt bmd is a molecule very difficult to read (80% inhibition of growth). Vitek® 2 ast-n244 cards (customer lot 6440132403 + random lot 6440151103) gave: - for s1, s3, s4, s5, s7 and s9 : sxt mic less than or equal to 20 (1/19) mg/l, s on both lots tested. These results are in essential agreement with no error of category comparing to the reference method (s). - for s6 : sxt mic less than or equal to 20 (1/19) mg/l, s on both lots tested. These results are in essential agreement error leading to a very major error of category comparing to the reference method (r). - for s10 : sxt = 40 (2/38) mg/l, s on both lots tested. These results are in essential agreement error leading to a very major error of category comparing to the reference method (r). An underestimation of sxt is confirmed only for s6 and s10 on vitek® 2 (v7.01) ast-n244 cards. Ten strains tested in total: for 6 strains, cards performed as expected. Two strains could not be evaluated. Two of the strains were atypical. Lot number corrected to 6440132403, expiration date corrected to 07/apr/2018, device manufacturer date corrected to 06/oct/2016.

Manufacturer narrative:
The investigation was reopened and complementary tests were performed on eleven other strains (s11 to s21). Complementary investigation with s11 to s21 : the reference method (bmd) gave : bmd sxt mic = 1/19 mg/l s for s14,s16,s17,s18 and s21. Bmd sxt mic = 2/38 mg/l s for s11, s19 and s20. Bmd sxt mic = 0.25/4.75 mg/l s for s15. Bmd sxt mic > 32/608 mg/l r for s12 and s13. Vitek® 2 ast-n244 cards (cl 6440132403 + rl 6440151103) gave : for s11, s16, s17, s19, s20 and s21 : sxt mic <= 20 (1/19) mg/l s on both lots tested. For s14 : sxt mic = 40 (2/38) mg/l s on both lots tested. These results are in essential agreement with no error of category comparing to the reference method (s). For s15 : sxt mic <= 20 (1/19) mg/l s on both lots tested. These results are in essential agreement error with no error of category comparing to the reference method (5 s). For s18 : sxt mic >=320 mg/l r on both lots tested. These results are in essential agreement error leading to a major error of category comparing to the reference method (s). For s12 and s13 : sxt = 40 (2/38) mg/l s on both lots tested. These results are in essential agreement error leading to a very major error of category comparing to the reference method (r). An underestimation of sxt is confirmed for s12 and s13 on vitek 2 (v7.01) ast-n244 cards. An overestimation of sxt is obtained in-house for s18. In conclusion, the customer issue was duplicated in-house for five atypical strains. The remaining sixteen strains tested confirmed the vitek® 2 ast-n244 cards performed as expected.